Event description:
The facility reports the resident was being showered. The transfer from the bedroom to the shower room had taken place. There is a little threshold to the shower room. The castor spontaneously jumped off. The carer was with a student at that moment. No injuries were reported.